Event description:
It was reported that during a routine device change out, the right atrial (ra) lead was replaced for better sensing. It was indicated that when the lead was initially placed it was in a poor position. The ra lead also always had elevated thresholds. The ra lead was inactivated and another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.